Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported kinked tube compromising the inflation/deflation lumen of the tubing; thus resulting in the reported inflation and deflation difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the indeflator was unable to inflate and deflate an unspecified balloon and the tube was noted to be kinked. A new indeflator was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.